Event description:
Additional information received indicates the lead was explanted and replaced. Effective therapy was established. Ipg was electively replaced.

Manufacturer narrative:
Correction e1: initial report first and last name.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy due to lead migration. Surgical intervention may take place at a later date.